Event description:
Customer reported a no delivery alarm during the manual prime. The blood glucose reading was 255 mg/dl. Customer was advised to remove the reservoir, to disconnect and reconnect the tubing and reservoir at the tubing connector and then to push insulin slowly through the tubing with the plunger. She stated that insulin did not exit. Customer changed the infusion set without changing the reservoir and insulin still did not exit. Customer changed the reservoir and ran another prime. She stated that insulin did exit. Nothing further was reported.

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed the infusion set test. Installed the reservoir and connector into an insulin pump and performed catheter tip test. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.